Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. A review of the shock impedance trend indicates the shock impedance measurements gradually increased until reaching high out of range measurements greater than 200 ohms over one year ago. Then after a subsequent change in the rv lead vector programming, the shock impedance measurements increased even higher to the 150 ohm to 180 ohm range where they have remained for the past year. Boston scientific technical service provided guidance to check all rv lead vectors and consider performing a maximum energy commanded shock test. Ts explained that shock impedance measurements greater than 1456 ohms will result in the truncation shock energy delivery. The healthcare provider indicated that they understood and would follow up with the physician. The rv lead was subsequently explanted and replaced eleven days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.